Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the 3.0 x 18 mm delivery system was advanced to the lesion in the mid left anterior descending (lad) artery without resistance, but the balloon would not inflate and contrast was seen leaking from a tear in the shaft. The physician reported that there had been resistance when he removed the protective sheath and he could not remember if he grasped it by the yellow side or not. The procedure was successfully completed with an unspecified device with a good outcome. There was no significant delay in procedure. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and leak were confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.